Event description:
The surgeon reported that during an arthroscopic shoulder rotator cuff repair, the lower tip/jaw of this device broke. It was reported that an x-ray was taken and the broken tip was not located in the patient's shoulder. It was also reported that the tip was not found anywhere. The patient was notified of this event. To date, there is no report of patient injury and no surgical delay related to this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this suture retriever for evaluation. An investigation of the returned device remains in process. A follow-up report will be sent upon completion of the investigation.